Event description:
The ventilator did not activate 'shutdown alarm' when it was turned off. Please note that there was no pt involvement.

Manufacturer narrative:
Upon receipt, the part (pnl1819a-2) will be investigated for failure analysis. A report and action taken in resolving this issue will be submitted to medwatch program. Please note that there was no pt involvement in the incident.